Event description:
Intraoperative mtp fusion case. An anchorage plate was being used. The surgeon screwed in a proximal 3.5 x 26mm non locking screw. As he x-ray, he noticed that the screw was too long. The surgeon wanted to remove the 26mm and put in a shorter screw. The screw would spin but would not come out of the plate. The surgeon had to unscrew the plate and the screw at the same time to remove the screw and the surgeon ended up having to use another plate. The surgeon believes that he may have torqued the screw too much.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage non-locking screw had too much torque during surgery could not be confirmed since the device was not returned for evaluation. Based on investigation results, the root cause of the determined case was attributed to a user related issue. The surgeon admitted himself that ¿he may have torqued the screw too much¿. While inserting the screw, if he applied too much torque, he may have damaged the bone thread. Then, when he tried to unscrew the non-locking screw, it was spinning but not coming out of the plate. This was most likely due to a damaged bone thread and that is probably why he was able to remove the plate and the screw at the same time then. Please note that the current op technique reads: applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." [Original statement - page 5] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
Intraoperative mtp fusion case. An anchorage plate was being used. The surgeon screwed in a proximal 3.5 x 26mm non locking screw. As he x-ray, he noticed that the screw was too long. The surgeon wanted to remove the 26mm and put in a shorter screw. The screw would spin but would not come out of the plate. The surgeon had to unscrew the plate and the screw at the same time to remove the screw and the surgeon ended up having to use another plate. The surgeon believes that he may have torqued the screw too much.